Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the reservoir being used for the first time? No information. Was any air leakage identified? No, it wasn't. Were all connections in the drainage system secured? No information. Was the reservoir changed to a new one to completed the case? No information. If not, how was case completed? No information. Lot number: no information.

Event description:
It was reported that the patient underwent a gastrectomy on (B)(6) 2018, during which a reservoir was used. During the procedure, the negative pressure could not be applied, the reservoir was swelled. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.